Event description:
It was reported that the attachment had broken during cleaning. There was no known patient impact in this event at the time of report. Patient impact details and event context were being followed up. Additional information received as the bearing tip was damaged, and there was no impact to the patient, in the post operative event.

Manufacturer narrative:
H3: product analysis : evaluation determined that there was damage to the tip bearing. The likely cause of failure could not be determined . It was also noted that the laser markings were faded. B3:date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further I nformation is obtained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.